Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the burr got detached. The target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 1.75mm rotablator rotalink plus was selected for use. During the procedure, the burr keeps coming off and there was a double-angled section. There was no patient complications reported.